Event description:
During a tubal ligation procedure, the device was leaking. They removed the trocar entirely from the abdomen and they placed a new trocar in the abdomen, they stuck a camera down the trocar and notice that there was a round piece of the previous trocar laying on top of the uterus. They were able to use a grasper to remove the piece from the patient, this was the end of the case.